Event description:
It was reported that the patient's left ventricular (LV) lead had dislodged and the right ventricular (RV) lead had a high capture threshold. Both leads were explanted and the RV lead was successfully replaced. The patient was stable.